Event description:
The healthcare professional reports the implant was inserted (B)(6) 2025 in the patient's mouth. On (B)(6) 2026, implant failed was reported without reason. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported. Based on the available information the exact issue could not be identified.

Manufacturer narrative:
An investigation has been completed, events recognizing that a definitive root cause cannot be identified due to a wide range of missing external factors (non-design or manufacturing related), including reason of implant removal. The DHR was reviewed for lot #9001840, and no evidence was discovered to indicate that a product defect or non-conformity contributed to the issue. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.